Manufacturer narrative:
Concomitant medical product: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that the patient¿s implantable cardioverter defibrillator (ICD) was beeping. A follow up with the patient's healthcare provider revealed that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.